Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose was 410 mg/dl. Customer was treated with manual injections for high blood glucose. It was unknown if the customer was using insulin pump system within 48 hours. The customer declined to troubleshoot for the high blood glucose incident. It was unknown if customer was using the auto mode feature at the time of event. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.